Event description:
It is reported that during an enteral feeding tube placement the pt experienced an injury to the stomach wall by the dilator of the device. The device was returned for eval. Eval of the components showed no abnormalities, no indications of anything that would cause the button to slip. Cause for this complaint cannot be determined.